Event description:
It was reported to boston scientific corporation that an acquire needle was used in the head of pancreas during endoscopic ultrasound (eus) procedure on (B)(6) 2025. During the procedure, there was strong resistance when the physician tried to needling. The procedure was not completed successfully. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of canceled procedure.